Event description:
The micro sagittal saw was sent for evaluation due to overheating during a foot procedure. A readily available alternate device was used to complete the procedure without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the motor and the rotor and a broken bearing were identified as the probable cause of the device overheating.